Manufacturer narrative:
Device 8 of 20. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's mother reported that 20 wafers from 2 market units had an off-centered starter hole. The end user had used 18 wafers and 2 wafers were left unused. She reported a decrease in wear time from 5 days to 2 days with the wafers that were used. No photo is available at this time.